Event description:
Battery voltage decreased from 3.21 v on (B) (6) 2009 to 2.59 v on (B) (6) 2009. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found the current drain level was higher than normal for this device and the cause of the early battery depletion. Further testing identified the cause as leakage in a switch transistor on an ic (integrated circuit). This ic is used as a voltage delivery controller and charge drive ic.